Manufacturer narrative:
A specific root cause could not be determined. On further follow up, the customer indicated they have not had any additional issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable result for troponin t short turn around time, cardiac t (tnt stat) on one patient sample. Around 16:00, the initial tnt stat result was 0.082 ng/ml, which was reported outside of the laboratory. The result was questioned by the physician since the patient had previously recovered around 4.0 ng/ml. The physician requested a rerun. The sample was repeated and generated a repeat result of 12.40 ng/ml. The customer deemed the repeat result to be the correct result. The physician did not act on the initially low results. There was no adverse event. The lot of tnt stat reagent in use was 17328701, with an expiration date of 07/31/2014. The field service representative was unable to determine a cause. He performed mechanical, fluidic and electrical checks along with alignment checks. The checks were ok. He also did performance testing, which had acceptable results.